Manufacturer narrative:
(B)(4). On (B)(6) 2022 the customer returned pump for an alleged motor error alarm. Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump history download using thds was successful. However, there is no data available on ((B)(6) 2022), unable to perform data analysis for motor error complaint. The following were noted during visual inspection: cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump passed require testing. No motor error alarm noted. Motor passed motor test. (Not confirmed).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer state that they were able to clear and rewind the insulin pump. Customer state that drive support cap was slightly indented. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.